Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
A spouse via e-mail stated that they recently purchased 2-3 packs of oral-b dual clean replacements toothbrush heads and their husband (male) had one fall apart within 10 days of using. The brush popped off the rest of the brush. No injury was reported.